Event description:
It was reported that the patient had experienced breakthrough pain. Fluoroscopy and catheter dye study was done. A catheter revision was done (B)(6) 2012 and the patient was now receiving effective therapy.

Manufacturer narrative:
Catheter: model#8711, serial# (B)(4), implanted: (B)(6) 2006, explanted:unknown.

Event description:
It was reported that the patient experienced a change in therapy effect; they felt that the pump was not working as efficiently. An increase in the dose has not resulted in any change in therapeutic effect. The last refill was (B)(6) 2011 but no volume discrepancy was noted. The pump was delivering hydromorphone (dilaudid) and bupivacaine (marcaine) additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).